Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the peeling (floating) of the bending rubber adhesive and objective lens adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the investigation was conducted based on the inspection results by olympus. Since there was no indication from the customer, confirmation of reproducibility was not applicable. Therefore, confirmation that the device specifications were satisfied was also not applicable. This phenomenon was newly identified by the inspection of the repair department. Based on the information obtained from this complaint and the investigation results, it is assumed that the tip air leak is caused by the acoustic lens not being watertight should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.